Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture, high pacing impedance, and low r-wave amplitudes. Fluoroscopy was performed and revealed lead dislodgement. The physician attempted repositioning the lead on (B)(6) 2020 and was unable to extend the helix. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.2 cm with the helix retracted and clogged with blood/tissue. Visual examination found the inner coil near the connector to be over-torqued due to procedural damage. X-ray examination found no anomalies. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported event of failure to retract helix was confirmed and attributed to procedural damage. The reported events of dislodgement, high pacing impedance, decreased sensing, and loss of capture were not confirmed.